Event description:
The pump was returned for investigation. Investigation revealed that an internal component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed multiple consecutive call service alarms. During evaluation, the pump powered on with display, auditory and vibration, but alarmed during start-up. Evaluation revealed that an internal component on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).